Event description:
Previously reported mi has been assessed as probably related to the study device by the investigator

Event description:
During the index procedure, the patient had four endeavor sprint drug-eluting stents implanted; two in the lad and two in the cx. Approximately 51 months post the index procedure, the patient had an mi. Patient was hospitalized and treated with medication. Investigator assessed that the event was possibly related to the study device. Patient is continuing with treatment. Approximately 54 months post the index procedure, the patient underwent a pci of the lad due to in-stent restenosis. The investigator assessed that the event was definitely related to the study device. Patient recovered with treatment.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (mi). Evaluation conclusions: inherent risk of procedure ¿ (myocardial infarction). (B)(4).